Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 1300 mg/dl. It was stated that the customer's basal rates may have been set to 0.0 units. It was also stated that the customer had an infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.